Event description:
The pt was undergoing an insertion of a percutaneous endoscopic gastrostomy (peg). When the physician attemped to pull it through the abdominal wall, the tube separated. The tube was put to the side and a second insertion was attempted. The second tube also separated when pulled through the abdominal wall. A third attempt with a third peg was successful. The device separated.